Manufacturer narrative:
A field service engineer (fse) was dispatched who an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse spoke with customer on the phone and lead her through trouble shooting the error. Fse instructed customer to check to see if the hybrid cup transfer was dirty, fse also advised customer to check to see if the main incubator had any tilted cups, black beads in the incubator and the waste chute. Customer mentioned all was clean and clear. Fse instructed customer to set all to home and perform daily check, and then run qc. Operator called back saying the system is running well with no issues. No further action required from field service. The most probable cause of the reported event was due to filled waste bin and chute. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 4273 hybrid cup transfer z axis failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.